Event description:
Customer complaint reported as: therapist states that the unit was shutting off.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test. The appropriate icons did not flash on the interface as the neptune was plugged in. The unit was not recognizing power which could mean a blown fuse, a faulty power supply board or failure of the power entry module/harness. First, the fuses monitoring the 110 vac power supply were inspected. These fuses are located adjacent to the 110 vac inlet/plug on the device. The resistance of the fuses were measured with a calibrated lab inventory multimeter. Both fuses measured 0.2 ohms which is within the normal range. Next, the power supply pcba was by-passed with a known good power supply pcba and this time, the unit passed the initial power connect test. The power supply pcba is defective. The reported complaint of "unit shutting off" is confirmed. The sample was returned with a defective power supply pcba. A device history record review was performed with no evidence to suggest a manufacturing related issue. Each concha neptune device is inspected 100% during manufacturing assembly, it is unlikely that this defect was present at the time of release. The sample was manufactured in 2009. According to r & d, the device was designed for a minimum of 5 years. Based on the information available, it appears that unintentional user error - normal wear caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: therapist states that the unit was shutting off.